Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A review of the device history records by depuy warsaw finds no related manufacturing deviations or anomalies that would have contributed to the event. A review of sterilization records by depuy warsaw show the doses to be within allowable limits and no other anomalies were found. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A liner was exchanged in a revision hip procedure. The patient was being treated for an infected hip.